Event description:
International affiliate reports that a patient had bleeding from the insertion site of the device noted one day following device removal. The patient underwent more surgery. The cause of the bleeding is unexplained, however, the attending opines that the trocar injured a blood vessel in the abdominal wall at the time of initial insertion.